Event description:
It was reported that this right atrial (ra) lead had to be revised due to unknown reasons. The lead was capped. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had to be revised due to unknown reasons. The lead was capped. No additional adverse patient effects were reported. Additional information was obtained the lead was capped due to failure to capture and sensing issues. The lead was found to be fracture, which was confirmed via programmer.